Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 3.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 14 atmospheres for 45 seconds. The device was removed without any problem, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.